Event description:
It was reported that the patient presented for a routine device changeout. When the physician attempted to remove the leads from the old device, the screw driver did not fit likely due to damage or calcification as the device had been implanted since 2003. The physician ended up breaking the device header in order to release and cap the leads. The patient was not dependent on the device. The pocket was closed. The patient was stable condition before, during and after the procedure.

Manufacturer narrative:
The reported event of could not untighten the ventricle setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the ventricle setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed from the setscrew inset a wrench could be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead could then be removed. The blood came through a hole punched through the septum by the torque wrench at time of implant.